Event description:
Customer reported a chemo therapy infusion that was set to run over 24 hours had volume left in the bag after the time period had ended. The specific drug name was not available but it was reported that a chemo therapy infusion had been running on the same pump over the entré week and that the issue of volume being left in the bag happened only once. At the end of the 24 hour period, the nurse had to infuse the remaining volume in a shorter amount of time. There was no report of pt harm or medical intervention required. Although request for add'l info have been made on multiple occasions, no further details have been provided.

Manufacturer narrative:
(B)(4). Log review pending. The customer has requested an event log review. Event logs have been received. A f/u report will be submitted with the investigation results upon completion of the eval.